Manufacturer narrative:
User facility was unable to locate the device for evaluation

Event description:
It was reported that the stretcher drives too fast. The user facility was not able to locate the stretcher or provide the correct model and serial number at the time of evaluation. The user facility cancelled the work order and will put in a new service request if the correct device is located. There was no report of patient involvement or adverse consequences.